Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer reported an issue of connection problems with bd infusion set of material 11532269. This complaint was captured using information provided by health canada¿s medical devices online databases. No photos or samples were provided and without further information, the complaint cannot be verified and the root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gem v/nv 20dp ckv 2ss 0.2mf low sorbing had separation issues. The following information was provided by the initial reporter: "a1203 ¿ disconnection a1503 - separation problem."